Event description:
It was reported via repair work order that the bed had intermittent function due to a faulty coil cord extension. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had intermittent function due to a faulty coil cord extension. It was further reported that there was an error code indicating the scale was inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the scale was inaccurate. However, the exact defect could not be determined at this time as the bed is in use. Additional information will be provided when available.